Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a definitive cause for the reported difficulties. It may be possible that the distal shaft was bent or restricted in the anatomy, possibly over the iliac bifurcation, preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel and deployment failure; however, this could not be confirmed. The reported ¿snapping sound¿ that was thought to be a break of the shaft may have been the result of the outer member shaft material separating within the handle; however, without having the device returned to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 6.0x100mm absolute pro vascular self-expanding stent system (sess) was advanced and placed into position for stent deployment. The thumb wheel was being rotated with the device unlocked; however, slight resistance was felt. A snapping sound was heard and the thumbwheel started to move freely. It was thought that the cord/string that deploys the stent may have snapped, although there was no visible separation of the device. The stent failed to deploy and the sess was simply removed. An unspecified supera stent was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay during the procedure. No additional information was reported.